Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for one 54-year-old male patient. The patient¿s electrocardiogram, bnp, and coronary angiography were normal. The following data was provided: sid (B)(6): architect troponin results: (B)(6) 2025 = 761.4 pg/ml (lot# 75076ud01), (B)(6) 2025 = 1049.9 pg/ml (lot# 75076ud01), (B)(6) 2025 = 910.3 pg/ml (lot# 75076ud01), (B)(6) 2025 = 1001.4 pg/ml (lot# 76364ud01). Customer¿s diagnostic cutoff for troponin = 34.2 pg/ml. Mindray platform results: hstni = 3.3pg/ml reference range (16.6-43.5) hstnt = 7.3pg/ml reference range (14.2-18.4) cardiac itc = 0.39 (<1) there was no impact to patient management reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. A review of complaint and trending data for the architect stat high sensitive troponin-I assay did not identify any trend regarding commonalities for lot number and issue. Device history review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint lot number and complaint issue. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. Review shows that the median patient result for the complaint lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lots. Per product labeling, for mi diagnostic purposes, the architect stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. For accurate results, serum and plasma specimens should be free of fibrin, red blood cells, and other particulate matter, including cryoprecipitate. When an increased value for ctni is encountered (e.g., exceeding the 99th percentile of a reference control population) in the absence of evidence of myocardial ischemia, a careful search of other possible etiologies for cardiac damage should be taken. Elevated troponin levels may be indicative of myocardial injury associated with heart failure, renal failure, chronic renal disease, myocarditis, arrhythmias, pulmonary embolism, or other clinical conditions. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I, lot 76364ud01 was identified.

Manufacturer narrative:
This report is being filed on an international product, list number 03p25-77 that has a similar product distributed in the us, architect stat high sensitivity troponin-I, list number 2r98, with 510k/PMA/bla number k191595. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for one 54-year-old male patient. The patient¿s electrocardiogram, bnp, and coronary angiography were normal. The following data was provided: sid (B)(6): architect troponin results: on (B)(6) 2025 = 761.4 pg/ml (lot# 75076ud01), on (B)(6) 2025 = 1049.9 pg/ml (lot# 75076ud01), on (B)(6) 2025 = 910.3 pg/ml (lot# 75076ud01), on (B)(6) 2025 = 1001.4 pg/ml (lot# 76364ud01). Customer¿s diagnostic cutoff for troponin = 34.2 pg/ml. Mindray platform results: hstni = 3.3pg/ml reference range (16.6-43.5), hstnt = 7.3pg/ml reference range (14.2-18.4), cardiac itc = 0.39 (<1) , there was no impact to patient management reported.